Event description:
It was reported that a malfunction code appeared on the pump. There was no reported adverse impact to the customer's blood glucose level. Despite attempting to reset the pump with assistance from technical support, the malfunction code recurred, resulting in the decision to replace the pump. The customer will use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.